Event description:
It was reported to st. Jude medical that the device could not be interrogated and that it continued to display error message "software does not support this device." It was also reported that the device was in a hardware reset mode.